Event description:
Hold mc. Abdominal wall reconstruction was processed against the abdominal wall cicatrized hernia of the upper stomach midline (with this mesh 15cm x 15cm) and seprafilm (absorptive barrier of conglutinate prevention). No hernia had re-developed within four months of surgery. After five months of surgery, her upper stomach midline was developed. The results of the computer tomography showed length 11cm x width 15cm x thickness 7cm of the mass (hematoma). There were several septum inner the mass. On (B)(6) 2011: rehospitalization. When punctured under the echo-guide, 620ml of drainage in dark red was discharged. Then, closed drain was placed, and the drain was removed 7 days later, and the pt was discharged. After discharged: every month, total four times, the pt was punctured/drained under the echo-guide, and drain discharged, at the clinic. Punctured drain was in dark red. The volume of drainage was decreased (110ml - 56 ml - 53ml - 14ml), and hematoma was passed away after the pt was discharged four month later. Also, ceh was not reappeared within six months observation.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the lot history records was performed and no device malfunctions were discovered. A review of the complaints database was performed and we have not received any other reports on this device lot number. Atrium medical consulted with a clinician on this event. Once we have his evaluation a follow up report will be submitted.